Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 74-year-old male patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. During the case there were frequent purge pressure alarms as well as at one point air in purge alarm. The complainant reported the patient had st elevated myocardial infarction of an in-stent thrombosis. The pump alarmed for purge, and at the time of explant, the thrombosis was observed. The patient experienced angina at the time of the explant. The patient survived the event.

Manufacturer narrative:
The investigation for the reported thrombus and high purge pressure has been completed. No product was returned for investigation. The pump serial number and console are unknown thus data logs could not be obtained. The cause of the high purge pressure was not determined since product was not returned. The root cause of the thrombus could not be determined without additional clinical details. F6/f8 should have been left blank in the initial report. G1 reporting contact fax number missing.